Manufacturer narrative:
Device received with unexpected battery power loss alarm, low battery alert and other battery issues. Device had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm after 3 hours of low battery alarm. The customer's blood glucose level was unknown. The customer reported that they were calling back after previously troubleshooting for replace battery alarm. The insulin pump will be returned for analysis.